Event description:
On (B)(6) 2024, the patient underwent recanalization procedure using aspirex. During the procedure the head of the catheter allegedly got detached. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter. It can be confirmed that the head detached from the catheter. During physical investigation a catheter was received. The head part of the helix of the catheter has been received outside the catheter. The head of the catheter was found detached from the helix. The user report contains information regarding separated catheter cap, that was observed during physical sample investigation. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.